Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) confirmed the reported inability to flush the marker lumen. The device was dissected and found foreign material blocking the polyimide tubing. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified no other similar incidents from this lot. Further investigation was performed and av determined that the cause of the issue was potentially related to manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no blood flow was observed coming from the marker lumen of the proglide device. Two new proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to a 14f. The evar procedure was completed and hemostasis was achieved with the sutures of the two additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.